Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor saline smooth breast prostheses when the left breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. Left breast prosthesis deflation and right breast capsular contracture were diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 430cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.